Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 04/30/2013. The strip lot #d150731-1 was manufactured on 07/31/2015 and expired in 07/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End user reported that she sought medical attention on (B)(6) 2016 at 11:15 am after experiencing a high reading from the prodigy diabetes glucose meter. The end user went to the ER after feeling dizzy, light headed and hungry. She performed a blood glucose test and received a result of 560 mg/dl. Upon arrival to the ER her blood glucose was 272 mg/dl and she received an IV treatment to lower her levels. No further treatment was provided. The ER physician advised the end user to follow her doctor's instructions and take only the prescribed dosage of novolog. No further information provided.